Event description:
Pharmacist contacted lfs and left a message stating that a patient had a damaged verio pro meter. Customer service tried to get in contact with the pharmacist and was unsuccessful. No further clinical information was provided. There is no indication that a patient suffered a serious injury. The complaint is being reported since the pharmacist alleged that the verio pro was damaged.

Manufacturer narrative:
Lot # and serial # of meter and test strips were not provided.